Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) had not switching on. There was no patient was involved reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) has been checked and found that its not switching on then after thoroughly checked, as per factory protocol found problem is in the power supply, its need to be replaced. Fse stated customer not interested to buy power supply.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 component codes, h11. Corrected fields: h3, h6 (type of investigation, investigation findings, investigation conclusions).